Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd angiocath 'breaks'. The following information was provided by the initial reporter, translated from portuguese to english: very flexible, when inserted, the silicone breaks.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38833614 and lot number 3185999. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. See narrative below.